Event description:
Complex percutaneous coronary intervention (pci) performed chronic total occlusion percutaneous coronary intervention (cto pci). Balloon kept getting stuck in the posterior descending artery (pda) for unclear reasons. When pulling back on the balloon, the catheter shaft broke and balloon burst. Balloon was eventually retrieved by snaring it. However, it appears there a tiny tip piece of the balloon that broke off was retained in the pt.